Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The power supplies on the monitor c/a board were damaged. The cause for the damaged power supplies was isolated to an open f2 fuse on the c/a board. The root cause for the open f2 fuse could not be positively identified. No adverse event resulted from the defective monitor.